Manufacturer narrative:
D4 model number is unknown. No information has been provided. G5: 510k are unknown and was not provided. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). Visual and functional testing was performed. Two (2) samples were received inside of a plastic bag which is not the original package. The samples were received with a missing elbow. A sample from production was taken with the elbow and connected to the leak test equipment with no issues. Based on analysis the complaint was not confirmed. The root cause cannot be determined or associated with the manufacturing process since the elbow is necessary to perform the leak test inspection.

Event description:
It was reported that before opening the package, the customer noticed no elbow connector was enclosed in it. There were no reports of patient harm or impact associated with the reported event.